Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. After receiving this complaint, we searched for other complaint and we found one other complaint on this lot. Checking the quality databases revealed no anomaly in connection with the described defect. On february 11 we received 15 used samples and decontaminated them with anioxyde 1000 we tested, inflated the samples and according the procedure. The samples were put in a simulation bath from february 12th until february 26th the result of the test shows no anomaly . The balloon burst issue is known and monitored on a monthly basis. Possible root cause is a weakness area in the silicone material of the balloon. No other corrective action will be implemented as the specific trend for balloon burst of this product family is considered acceptable as per the threshold. During our inflation test, we found a leakage of the red valve and the piston detached. Re-resensitizing the operators with a reinforced control was implemented.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, when refilling the balloon, the balloon bursts. No harm to user.